Manufacturer narrative:
The customer has further clarified the customer data. The correct data is attached. There were no abnormalities seen with the analyzer probes or washing units. Medwatch field has been updated. (B)(6).

Manufacturer narrative:
Two samples from the patient were provided for investigation. The results measured by the customer could be duplicated. An interference related to turbidity of the sample is the root cause of the issue. The lipemia index of the sample was very high. A gammopathy of the patient could not be excluded.

Manufacturer narrative:
Upon further investigation, an interference due to the immunoglobulins could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for hdlc4 hdl-cholesterol plus 4th generation (hdl) and chol2 cholesterol gen.2 (chol) on two cobas 6000 c (501) module (c501) analyzers. Both assays had results which did not fit with other lipid panel test results. Higher hdl results were obtained upon dilution of the second sample. This medwatch will apply to the chol assay measured on the second c501 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information concerning the hdl assay measured on the first c501 analyzer. The second patient sample was diluted 1:5 and 1:50. Hdl measurements of the diluted sample were higher than those of the undiluted sample. An hdl value of 15 mg/dl was reported outside of the laboratory for the first sample. It was asked, but it is not known if any other test results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial numbers of the c501 analyzers were asked for, but not provided.